Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 01/04/2012. Recall 2531779-03/24/2010-003-r. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Unrelated to the complaint, the display screen was found to be dim and miscolored.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.